Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to clinic asymptomatic for routine follow-up with noise on the ventricular lead. It was also reported the device had many stored egms of ventricular noise reversion. Lead testing was normal. All lead measurements were stable. The noise was not reproducible with isometrics and patient is not dependent. Due to the amplitude of noise the current programmed sensitivity could not be adjusted. The findings were discussed with the physician. Subsequently, no changes were made and patient will continue to be followed up. It was also clarified that the noise did not appear to be external or environmental. The physician believes the noise is a result of a lead malfunction.